Manufacturer narrative:
H10 the customer verified the touchscreen is functioning as expected and the reset alarm button does work. Advised that some clinical alarms are non-resettable. The customer will discuss with the respiratory therapists and see specifically what alarms they were getting. Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: g1: contact information updated. H6: codes.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14aug2020.

Event description:
The customer reported the unit has non-reseatable alarms. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.